Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. During processing of this complaint, attempts were made to obtain complete patient information.

Event description:
Related manufacturer reference number: 3006705815-2020-31916. It was reported that during the ipg pocket revision (reported under MFR # 3006705815-2020-31914) it was discovered that there was fluid in the lead. Diagnostics revealed that there was high impedance on 2 contacts on one of the lead. As a result, the physician decided to explant and replace the lead resolving the issue. It is unknown which lead is liable so both leads are reported.